Manufacturer narrative:
No product has been returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 20 months post implant of this bioprosthetic aortic valve, this valve was replaced after the patient presented with severe valvular regurgitation. It was reported the patient was unable to control their blood pressure. No other adverse patient effects were reported.